Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during analysis. The customer reported complaint could not be duplicated. It was found during visual inspection that the downstream occlusion(dso) seal was detached. The dso seal was replaced.

Event description:
The device was returned for the device not working. During physical inspection, it was found that there was a detached downstream occlusion (dso) seal.